Manufacturer narrative:
H10: the FDA rn number for the MDR MFR report no was inadvertently submitted as 2020394-2021-00011. The correct FDA rn number was 1018233. H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. This deviation is not related to the reported condition. Investigation summary: the sample was not returned for evaluation. The investigation is confirmed for component misassembled issue, and the root cause is a customer service order entry error. Labeling review: labeling was reviewed and found to be inadequate. The reference date was indicated as 9-12-2020 when it should have been indicated as 9-5-2020. H10: g3. H11: h6 (method, result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that the product labeling was incorrect. Reportedly, the patient received the proper dosage of radiation. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that the product labeling was incorrect. Reportedly, the patient received the proper dosage of radiation. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the product labeling was incorrect. Reportedly, the patient received the proper dosage of radiation. There was no reported patient injury.